Event description:
It was reported that 2 different smart toe implants migrated so far proximally that adequate distal fixation was not achievable. The 16 smart toe was 1st used then removed after the distal prongs of the implant were countersunk proximally. We then tried the 19 implant which performed in the same manner.

Manufacturer narrative:
Implants were lost by the hosp. If the device or add'l info becomes available it will be reported on a supplemental report. Same pt event as MDR 8031020-2012-00209.